Event description:
It was reported that @ 127,000 joules of use and 13 minutes, the fiber was "firing in the wrong direction." Additional information was not reported. The procedure was completed using a second fiber. No injury to patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber glass cap exhibited a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap has pushed forward in metal cap and was protruding; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited severe char; the metal cap exhibited signs of melting; the metal cap adhesion location exhibited mild burnt glue; the outer flow tubing exhibited scratch marks at the open end location. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber. (B)(4).